Manufacturer narrative:
Concomitant medical products: product ID: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed noise oversensing with a high count of short v-v¿s. Reprogramming was conducted and the lead remains in use; however, a lead revision is planned. No patient complications have been reported as a result of this event.